Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient was pre-operatively diagnosed with symptomatic degenerative disc disease, l2-3, l3-4, l4-5. Multilevel lumbar disc herniation/protrusions, l2-3, l3-4, l4-5. Transitional lumbosacral anatomy with partial sacralization of l5 and underwent the following procedures: anterior osteotomy l4-5. Anterior lumbar interbody fusion through a lateral transpsoas approach (xlif or extreme lateral interbody fusion). Implantation of peek interbody fusion cages/ spacer, l2-3, l3-4, l4-5. Preparation and application of rhbmp-2 for spinal fusion. Three hours of intra-operative fluoroscopic imaging for surgical localization, including interpretation. There were no apparent patient complications post the surgery.